Event description:
The customer reported via phone call that she had a low blood glucose but not hospitalized. Customer's blood glucose was 63 mg/dl. The customer was treated with food. After the troubleshooting was done, customer was advised to monitor insulin pump and call back if issues persist. The customer also reported that she uses enlite sensor and only calibrates if the device prompts her to. Customer was advised to calibrate only if blood glucose and sensor glucose are with in 20 points. The customer was advised that carelink can help us see a trend and what is happening with the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.